Event description:
Noise on the pace sense egm was previously observed with no inappropriate shocks. The noise was intermittent and non-sustained. The patient presented later to the hospital due to several aborted therapies for noise. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.